Event description:
It was reported through remote transmission that post-sensed t-wave oversensing was observed on the ventricular channel. Program changes were performed. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.